Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving stimulation after suffering a fall (B)(6) 2014. The sjm representative met with the patient and determined the scs system was auto-reducing and reprogramming was unable to resolve the issue. X-rays revealed no anomalies. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26509. Follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved the issue. In addition, lead diagnostics revealed no anomalies.